Event description:
While testing the remb sag saw it ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Running without user activation could not be duplicated. However, upon disassembly for visual inspection corrosion was found on the sockets.